Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that on (B)(6) 2018, the customer experienced symptoms described as confusion and delirium and could not obtain a blood glucose result using the adc blood glucose meter due to an ER-3 message appearing on the meter display. Customer was reportedly treated with by hcp and non-hcp with a glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the precision strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A dhrs (device history review) for the precision strips was reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was completed for the precision strips and reported complaint and the review did not identify any trends that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported that on 27-sep-2018, the customer experienced symptoms described as confusion and delirium and could not obtain a blood glucose result using the adc blood glucose meter due to an ER-3 message appearing on the meter display. Customer was reportedly treated with by hcp and non-hcp with a glucose injection. There was no report of death or permanent impairment associated with this event.